Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, and the reported failure was confirmed and replicated. During cautery evaluation, error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer encountered errors c-30 and m-11 on the erbe generator. The customer noted that the issue caused a monopolar energy failure. The customer rebooted the erbe and replaced the instrument and energy cord, but the issue remained. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and confirmed errors c-33, c-38, and m-11 indicating that the hf voltage measurement was too high. The tse had the customer disconnect the erbe power cable and restart it after one minute, but the errors returned. The customer continued the case using the bipolar energy only. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.